Event description:
Consumer states dc cord on concentrator is melting every time they use in car. This is the third time.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.